Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose was 369 mg/dl. Customer alleged that the pump was not delivering insulin. System check was performed with tandem technical support and pump was operating as intended. However, customer maintained that there was an issue with pump.